Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 2 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The tsr advised the hp to start over again using new supplies. During a follow up with the nurse, the nurse stated that they were aware of the alarm and added that the hp was performing therapy without any complications. The nurse stated that the hp had not found any issues with any of his supplies. The nurse also stated that the hp was retrained. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).